Event description:
Customer reportedly received results of 388 mg/dl and 116 mg/dl within 10 minutes on the same device. No symptoms of high blood glucose. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.